Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device replacement low pacing impedance, oversensing and externalized conductors were observed. The lead was capped and replaced. Patient is doing fine.